Event description:
It was reported that prior to an unknown procedure, the first firing was missed after opening. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2015. The following information was requested, but unavailable: what is meant by device firing was missed? Did device not fire? Did device jam? Did device fire malformed clips? Please provide more specific information regarding issue experienced with device. How was case completed?

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the instrument er320 was received with the top shroud damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and no clips were fed into the jaws. No further testing could be performed. In order to evaluate the condition of the internal components of the device, it was disassembled; upon disassembling, the trigger was found to be broken. This condition led to the feeding issue, however no conclusion could be reached as to how the found damages occurred.